Event description:
It was reported an issue with novosyn suture. The client reported that the thread broke repeatedly with the same batch number, during a vascular ligature in an hernia surgery. There was no patient injury. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch, of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 8 closed samples from the customer. Tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the samples received are 2.00 kgf in average and 0.62 kgf in minimum and does not fulfil the requirements of the european pharmacopoeia: 1.81 kgf in average and 0.91 kgf in minimum. One of the values does not fulfil the minimum knot pull tensile strength requirements and another one is much lower than the other values. We have reviewed: thread raw material batches (spools) have been reviewed and there are no abnormal movements of them in the system. There are no internal non-conformities related to this code batch. There are no maintenance reports of any of the packaging machines used in the manufacture of this code batch. There are no previous complaints of any of the code-batches manufactured with any of the thread raw material batches. After an exhaustive investigation and after checking the aluminum foil of this sample, we could not find any hole or damage. Therefore, we could not conclude any particular or specific cause offering the issue informed by the customer. If additional information is received, we will reopen the case for further investigation. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.